Manufacturer narrative:
The reported event of a deformed deployment could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 25mm amplatzer pfo occluder was selected for implant in the patient. During the procedure the device was released from the delivery cable and it was noticed that the right disc was formed into a bulbous shape. The physician retrieved the device and exchanged for a new one. The patient remained hemodynamically stable throughout the procedure and did not experience any serious injuries. There was no clinically significant delay in the procedure.